Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that insulin pump did not stay in auto mode and did not prime. Customer stated that buttons were not responsive and insulin pump had constant alerts and alarms. Customer also stated that insulin pump had calibration loop errors and calibration not accepted errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis